Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Initially, the customer had issues with cartridge loading, which resulted in the cartridge alarm recurring. Tandem technical support guided the customer to remove the cartridge and perform a bolus, but the issue persisted. The customer was unable to continue insulin therapy with the existing equipment, so technical support decided to replace both the pump and the cartridge. A new pump with updated software was sent to the customer, who was informed of the necessary steps to return the faulty pump and prepare the equipment for replacement. The customer understood and acknowledged all instructions provided by technical support.